Event description:
The customer reported the unit displayed a service required error with a red x, despite passing opcheck. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.